Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. Review of the sterilization paperwork has been conducted. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
As reported, on (B)(6) 2015, a 7mm x 15cm gore viabahn endoprosthesis was implanted for the treatment of an av graft venous outflow stenosis. Five days after device placement, the patient returned with signs of infection coming from the endoprosthesis. The alleged infection was centered around the graft. The graft was explanted 5 days after implant. The device was discarded following explanation.